Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot number is unknown, therefore, the expiration date and device manufacture date have been left blank.

Event description:
The customer reported one false positive result on the alinity m sars-cov-2 assay. The customer reported that a patient received a positive result without showing any symptoms and then tested negative afterwards on (B)(6) 2022. All their close contacts have tested negative. It was recommended that the patient retest again to determine their current health status. There was no report of impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. The runs involving reported discrepant sample identification (sid) were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. The review of the customer data demonstrated the alinity m sars-cov-2 amp kit (list 09n78-095) lot 524438 are performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lot 524438 are performing outside of established design performance specifications. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lots 524438, (including the components) did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any existing quality records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 524438. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 524438. Complaint history review: a lot specific complaint history review was performed to identify complaints related to the tickets investigated, which reported discrepant sars-cov-2 results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 524438. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 524438 was not identified.